Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 because she went into a diabetic ketoacidosis. The customer disconnected the insulin pump to shower and forgot to reconnect after showering. The customer has neuropathy and arthritis and has trouble disconnecting/reconnecting at the quick release. Her blood glucose level was 539 mg/dl at the time of the 911 call. The customer was administered insulin drip in the hospital. She was in intensive care for several days. The customer was wearing her insulin pump at the time of the 911 call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.